Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a motor error alarm during basal rates and bolus and also reported a motor position encoder error. The customer's blood glucose level was 339 mg/dl. The customer's device was replaced. The customer was asked to return the broken insulin pump for analysis.

Manufacturer narrative:
The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device, and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the occlusion or excessive no delivery alarm tests due to the motor error alarm. Unable to verify other error alarms due to an overwritten pump history file. The pump also had minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.